Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. This report is based on info supplied to us without our indepdent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure, the pressure gauge needle jumped up after the inflation had occurred. The physician applied pressure to the balloon and inflated the device. The needle of the pressure gauge indicated 8atm, after a few seconds, the needle of the pressure gauge jumped to 13atm's. The device was removed and replaced with another to complete the case.